Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A product history review was performed that could not identify any non-conformance or deviations related to this adverse event. There were no reported device malfunctions.

Event description:
On (B)(6) 2018, a (B)(6), female patient with a history of atrial fibrillation, aortic aneurysm and aortic stenosis received an avr/maze procedure using an isolator synergy ablation system with laa management using an atriclip ach145 and ascending aortic arch replacements. The procedure was performed without any reported complications but approximately three hours after the procedure, sudden bleeding occurred which caused cardiac tamponade. The patient presented with state of shock and an emergency operation was performed. The bleeding was not severe, modest hemorrhage with hematoma was found around the clip. Since the bleeding area was difficult to ligate and the bleeding was slow, it was completely repaired by hemostatic agent and the clip remains placed. The patient was stable after surgery on (B)(6) 2018. On (B)(6) 2018, the surgeon performed a tee which identified a blood clot and a CT scan was performed. The clot was found in the pulmonary vein ablation lines and appeared to be large, weighing approximately 30% of the la. As of (B)(6) 2018, the patient was stable, hospitalized and medicated with oral anticoagulants. There was no reported device malfunction during the procedure.